Event description:
Additional information received reported that the patient had a sonogram which showed the patient was not emptying her bladder so stimulation was increased from 1.4 to 2. 0. The following month the patient had back pain. Stimulation was decreased from 2.0 to 1.4 and patient felt a lot better.

Event description:
It was reported that the patient had one urinary tract infection (uti) post- implant, an improvement from her pre-implant condition when she had chronic utis. She was treated for her post-implant uti with antibiotics and the infection cleared up. The patient reportedly had behavior changes and irritability associated with her urinary tract infections. The patient also had something else going on at the same time, but the reporter could not remember what it was. It was also reported that the patient went to the urologist and had a scan which revealed that her bladder was not emptying all the way and the urologist wanted to see her empty it a little bit more and contact a manufacturing representative to increase stimulation. However, the patient was noted to have therapeutic success and was not wetting the bed or needing to wear a diaper at this time. The patient increased her stimulation from 1.4 to 1.5 and initially stated that it hurt, but then it was clarified that it wasn¿t actually hurting, she was just feeling the stimulation sensation. The patient received assistance from her doctor and her concerns were resolved. No additional information is deemed necessary at this time, however, if additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v971119, implanted: 2014-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was implanted for bladder incontinence and because she had recurring urinary tract infections (uti) for almost two years. The implantable neurostimulator (ins) worked great for her incontinence and took care of that issue; she was not peeing herself and did not have accidents. She did not even wear a diaper. However, the last two times the patient went to her urologist, in (B)(6) 2015 and three days prior to the report, a sonogram of her bladder showed she was not emptying her bladder and was holding too much urine back, 20%. This was considered a sudden symptom and first observed in (B)(6) 2015. The healthcare provider (hcp) stated that the ins was not working and if the issue was not resolved by the manufacturer the ins could be explanted. The reporter was confused because the ins worked great for the patient's incontinence. However, the reporter was concerned that the patient's motorized recliner could be affecting how her ins worked. She was in a handicapped chair and the motor was right under her butt. The reporter was wondering if this could be the cause of the reported issue. It was also reported that the patient was feeling stimulation and since implant had been on program 3 at 1.4 volts. In (B)(6) 2015 she increased to 2.0 volts for ten days and then started complaining it was bothering and hurting her. She decreased to 1.4 volts, but it was still hurting. She then decreased to 1.0 volts, which was comfortable. The reporter mentioned that the patient cannot describe specifically what hurt and noted it could be something else in her back. It was thus not clear if it hurt from stimulation being too high or something else hurt in her back. The patient had never changed a program, so on the day of the report she switched to program 4 and increased to 0.5 volts where she felt stimulation comfortably and it did not bother her. The patient was asked if she felt stimulation in the bicycle seat area and the reporter said "yes, it was where he was holding the programmer on her back." It was thus unclear if the patient was feeling stimulation in the bicycle seat area or not. It was noted that the patient saw the urologist every two months and the next appointment was in two months.